Manufacturer narrative:
The occurrence date is an unknown date in 2017. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment and the patient outcome were not reported. Action taken with pd therapy was not reported. Additional information is not available.